Event description:
It was reported that the defibrillation lead was too short. The lead was not used and a longer length was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead serial number correction: from (B)(4) to (B)(4). Evaluation summary: (B)(4) no anomalies found. The distal conductor had blood, blood in outer tubing overlay, outer insulation breached cut, blood on helix. The full lead in segments was returned and analyzed.